Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and reseated. The intelligent shutdown (isd) pcb was ordered for future replacement by the customer. No conclusion can be drawn as final repair information is unavailable at this time and no additional service information was provided.